Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, excessive force on the shortening suture strands, and/or improper surgical technique. The complaint allegation was not confirmed. No evidence of the failure was received.

Event description:
On 01/23/2025, it was reported by a sales representative via phone that (2) ar-3636 knotless 1.8 fibertak® soft anchors suture broke. This occurred during a labral repair on (B)(6) 2025 when passing the suture back through the sheath of the fibertak the devices locked up and the sutures broke. All fragments and devices were removed from the patient. The case continued using anchors from another manufacturer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.